Event description:
Report rec'd of the pump switching from secondary infusion to primary infusion before the secondary was completed. The pump was programmed to deliver normal saline on the primary line at a "kvo rate". Rituxan (an antineoplastic agent) was programmed as a piggyback on the secondary line. The rate of the rituxan was being titrated per their protocol. The customer contact could not recall the exact rate of either infusion. According to the customer contact, after the secondary was programmed and started, they came back at an unspecified time later and found the infusion had switched to the primary line before the secondary infusion was completed. The customer contact could not recall the amount of fluid remaining in the secondary bag or the amount that was expected to be infused. Additionally, the primary line was reported to be infusing at a rate lower than it had been set for. The pump was re-programmed to deliver the secondary rate, and the same event occurred. The pump was removed from clinical service at this time and the infusion was completed on a different pump. There was no reported adverse effect to the pt. No medical interventions were required.